Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition as satisfactory.